Event description:
It was reported that due to a swollen cylinder from overuse, the patient had his inflatable penile prosthesis (ipp) cylinder and pump explanted. It was noted that this patient saw his physician two weeks prior to this surgery, and the swollen cylinder was confirmed via examination by the physician. After this operation the patient got better, and was stable.

Manufacturer narrative:
Device evaluation: upon receipt at our post market quality assurance laboratory, the ams700 ipp cylinders and pump were visually inspected and functionally tested. Both cylinders had wear at the fold in cylinder body, and no leaks were found. Cylinder 2 had swollen/bulging, and air between the inner and outer tubes with the fabric separated from the bond of rear tip cylinder when inflated. The kink resistant tubing (krt) of both cylinders were worn to filament, and no leak was found in the krt. The pump did not pass the activation test. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis confirmed the reported event, and also identified a pump malfunction. Related components of device system: model number/catalog number: 72404310, batch/lot number 840304004, model/catalog description: pump ms.

Event description:
It was reported that due to a swollen cylinder from overuse, the patient had his inflatable penile prosthesis (ipp) cylinder and pump explanted. It was noted that this patient saw his physician two weeks prior to this surgery, and the swollen cylinder was confirms via examination by the physician. After this operation the patient got better and was stable.